Event description:
The customer reported the monitor continually rotates and displays lines. No pt injury was reported.

Manufacturer narrative:
The service rep checked the monitor rotation functions, as well as the auto rotation functions, and found no problems. He examined the interior for any obvious defects, but found none. Checked all connector and wiring for integrity. Checked overall operation and verified the system performs as intended. The problem could not be duplicated.